Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was over 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with 10 unit of syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea, abdominal pain and difficulty in breathing. Customer does not whether insulin pump was alleging under delivering. Customer reported that they have not contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that the auto mode feature was not on. Customer stated that they had performed high performance test and the results were insulin flow block at 2.9 units. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The insulin flow blocked alarm functioning properly noted. The test p-cap locks properly in the reservoir compartment noted. The insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.